Event description:
It was reported that guidewire detachment occurred. A 200cm, 8cm v-18 control wire guidewire was advanced for use. However, during procedure, the wire broke off inside the patient. The wire was unable to be retrieved and was left inside the patient. The procedure was aborted and no further complications were reported. It was further reported under maude report mw5100561 that the patient underwent placement of left sided nephrostomy tube by interventional radiology. The procedure was technically challenging due to multiple forniceal strictures. A 2 cm fragment from the access wire inadvertently fractured and was left within a calyx. The physician documented no clinical sequela given that the wire was completely inert.

Manufacturer narrative:
B5. Describe event or problem- updated. E.4 init rptr also sent rep to FDA from no to yes.

Event description:
It was reported that guidewire detachment occurred. A 200cm, 8cm v-18 control wire guidewire was advanced for use. However, during procedure, the wire broke off inside the patient. The wire was unable to be retrieved and was left inside the patient. The procedure was aborted and no further complications were reported.